Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension . Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported by the patient that there was poor communication with the patient programmer (pp) and they were unable to communicate with the recharger. The last time the patient felt stimulation and the last successful charge session was one year ago. They note that they did not recharge because they did not have access to equipment. In addition, the patient reports intermittent shocking at their backside and down their legs. They did not know when it was going to happen or if this was a sudden or gradual change in therapy or symptoms. It was noted to be worse when they were lying down. The patient did not recall any trauma or falls. Relevant medical history includes failed back surgery syndrome. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.